Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an ischemic stroke that converted to a hemorrhagic stroke. The patient was then transplanted after being upgraded on the transplant list.

Manufacturer narrative:
(B)(4). No device related issues were discovered during the evaluation of the returned pump. A correlation of the reported stroke and subsequent neurologic complications to the device could not be conclusively determined. The heartmate ii lvas instructions for use lists stroke, bleeding, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.